Event description:
The customer reported that the insulation was broken on the high voltage cable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the high voltage cable. The system functioned as intended.